Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient was at a primary care visit and felt fatigue. A blood draw revealed that the bg was 676 mg/dl while the cgm was displaying 252 mg/dl. The physician recommended treatment at the emergency room (ER). The patient¿s parent took her to the emergency room where she was treated with IV insulin and normal saline. After treatment she was released in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.